Manufacturer narrative:
Customer (person) - mobile: (B)(6). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, retrograde intrarenal surgery (rirs) in the left kidney, a ngage nitinol stone extractor broke upon its first use. The procedure was completed by powdering the stones. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects.

Manufacturer narrative:
Customer (person) - mobile: (B)(6). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, retrograde intrarenal surgery (rirs) in the left kidney, a ngage nitinol stone extractor broke upon its first use. The procedure was completed by powdering the stones. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code event summary as reported, retrograde intrarenal surgery (rirs) in the left kidney, a ngage nitinol stone extractor broke upon its first use. The procedure was completed by powdering the stones. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. One device was returned without packaging. Basket was in the open position. Upon inspection, a broken wire was noticed at the distal end. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. The returned device was found to have 1 of the 3 basket wires broken. It is possible that the wire was hit by a laser during the procedure, or procedural factors such as the size and shape of the stone produced enough force to break the basket wire. There was not enough evidence/information to allow a determination of the probable cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.